Event description:
It was reported to covidien on 3/30/2010 that a customer had an issue with an umbilical catheter. The customer reports that a premature infant born at 30 weeks had respiratory distress, abnormal heart rhythm and was unable to obtain blood pressure by cuff. Accordingly the uac was placed for blood pressure and blood gas monitoring. The customer reports the device would not yield a blood return. Accordingly the uac was removed intact. A portable chest and abdominal x-ray was taken approx 1 1/2 hours after insertion and removal of the uac. This showed no complications. On the evening of (B)(6)2010, it was observed the pt's hemoglobin levels decreased. An ultrasound was performed and a hematoma suggestive of a pseudo aneurysm was discovered. The pt was administered blood preoperatively and proceeded to surgery on (B)(6)2010. The exploratory surgery reduced the size of the hematoma and repaired the perforation of the arterial wall. The pt recovered successfully from this particular incident.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.